Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The image abnormality of the phenomenon was not reproduced. It is assumed that the electronic components in the video board have been damaged due to the overcurrent. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On february 17th, 2020, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the ltf-s190-5, the endoscopic image got abnormal. The user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with this event.